Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they had a loss of stimulation and a return of back pain. The patient stated they thought they had hurt their back, but then realized they were not feeling stimulation. Their programmer showed that stimulation was on. The patient tried increasing or decreasing stimulation, but that did not resolve the reported issue. The patient changed from group a to b, and increased program 2 up from 0.00v. They were then able to feel stimulation, and adjusted it to a comfortable level. A minute following changing programs and adjusting stimulation, the patient noted that the stimulation ¿cut off¿, and they stopped feeling it again. After syncing with the programmer, it was determined that the therapy is on, group a at 6.0 v, and the implantable neurostimulator (ins) battery level is at 100%. The patient increased the stimulation from 6v to 10v, and was not able to feel the stimulation. It was confirmed that the patient did not have any falls or trauma that could have led to the issue. The patient stated that the program 2 on group a had switched back down to 0.00v at the time of the report. Patient services reviewed adaptive stimulation, and that they had to wait for 3 minutes for new amplitude setting to be learned. The patient then increased the stimulation again, and waited for 3 minutes. After waiting 3 minutes, the patient confirmed that the increased setting was still working, and that the issue had been resolved. No further complications were reported. The patient was implanted for spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.